Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: on (B)(6) 2020 a patient contact reported that a peritoneal dialysis (pd) patient just was released from the hospital. There were no reported cycler malfunctions or any issues with any fresenius product in relation to the reported hospitalization. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2020 the patient was hospitalized for fluid volume overload. Per the nurse, the hospitalization was not related to any issues with the liberty select cycler or any other fresenius device, or product. It was reported the patient is elderly, ((B)(6)), has pre-existing dementia (related to age), and the patient¿s family has been starting to help manage their pd treatments at home. It was stated the patient contacts were not appropriately adjusting the strength of the pd solution for the patient¿s fluid removal needs which caused the fluid volume overload. The patient contacts are receiving education about how to adjust pd solution for pd treatment based on fluid removal needs. The nurse states the patient recovered from the event and continues pd treatments at home with combination manual exchanges and cycler assisted therapy. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient was recently released from the hospital. There were no reported cycler malfunctions or any issues with any fresenius product in relation to the reported hospitalization. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2020 the patient was hospitalized for fluid volume overload. Per the nurse, the hospitalization was not related to any issues with the liberty select cycler or any other fresenius device, or product. It was reported the patient is elderly, ((B)(6)) and has pre-existing dementia (related to age). The patient¿s family has been starting to help manage the patient¿s pd treatments at home. It was stated the patient¿s family was not appropriately adjusting the strength of the pd solution for the patient¿s fluid removal needs which caused the fluid volume overload. The patient¿s family is receiving education about how to adjust pd solution for pd treatment based on fluid removal needs. The nurse states the patient recovered from the event and continues pd treatments at home with combination manual exchanges and cycler assisted therapy.